Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urgency frequency . The patient stated that she has no way of knowing whether the device is working or not as her most bothersome symptom is not emptying her bladder. She stated that she has no way of knowing whether she is emptying or not. The issue was not resolved at the time of the report. There was no surgical intervention that occurred. There were no further patient complications are anticipated or expected as a result of this event.